Event description:
It was reported that air in line was noted in the line on 10 sets. There was no resultant patient complication. No other information is available at this time.

Manufacturer narrative:
MFR's report date 12/19/97. The samples involved in the reported ten incidents were not returned for evaluation, however, eighteen unused sets from the same lot were sent in and evaluated. The sets were visually and functionally tested and were all found to meet MFR's specifications. Unable to duplicate the reported air in line.